Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. Computer has been returned to the manufacturer for evaluation, however results are unavailable at this time. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. As this was the third time the system froze during clinical cases, the rollingstone computer was replaced, restored all the settings, and completed full system checkout. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that intraoperatively while the surgeon was actively navigating, the system became unresponsive. After rebooting the system, it was fully functional. It was mentioned by the manufacturer representative that the site un-installed and re-installed all software on the system earlier that month for a similar case. This issue resulted in a delay of surgery of 3-5 minutes (time to reboot the system), and there was no impact on patient outcome.

Manufacturer narrative:
Unique device identification (UDI) provided. Device manufacture date provided. The computer was returned to the manufacturer for analysis. Analysis found that initial boot and navigation of applications were successful, as no unresponsiveness observed. Upon re-image of the hard disk drive (hdd) the system locked up with video anomalies displayed. Replaced video graphics array (vga) and symptoms persist. The mother board is suspect and will be retired. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Manufacturer updated to proper value.